Event description:
It was reported there was a communication problem. The implantable neurostimulator recharger (insr) and patient programmer (pp) weren¿t connecting with the implantable neurostimulator (ins). The patient tried to charge the night prior to the report and wasn¿t able to. The last time she charged was about two months prior to the report. It was noted she had been in a lot of pain but had been dealing with it, and she had fallen off a chair and broke some of her ribs. She was given pain medication for her broken ribs and they had been helping with the pain. It was noted that also found water and a spot on her lungs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).